Event description:
Hill-rom received a report from the account stating the nurse call was not functioning. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the power control board assembly inoperable. The account will replace the power control board assembly to resolve the issue. Based on this information, no further action is required.